Event description:
A female pt was admitted for coronary intervention of a 90% de novo, moderately calcified, lesion in the proximal through distal right coronary artery (rca). The vessel was described as slightly tortuous. The lesion was not predilated. A 3.5x33mm cypher stent was positioned within the lesion and was deployed. During inflation, the balloon ruptured at 12atm. The stent was expanded in the lesion. Upon fluoroscopic eval, a vessel dissection was noted at the distal end of the implanted stent. A 3.0x18mm cypher stent positioned to cover the dissection and was deployed. As planned, two additional cypher stents, a 3.5x23mm and a 3.5x18mm, were implanted in the proximal though distal rca. The stents were post-dilated with a 3.5x20mm vent balloon and ivus was conducted. Following successful treatment of the rca, an additional lesion in the obtuse marginal branch was successfully treated (details unk). There were no other procedural complications reported for this procedure.

Manufacturer narrative:
Japanese cypher is not distributed in the us; however, it is similar to us distributed cypher product.